Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient being moved to an alternative room. As a consequence, the treatment was delayed. The philips field service engineer (fse) inspected the system onsite, and found that the system unexpectedly shut down. Upon troubleshooting, fse found that a fuse had blown in the m rack and the breaker had tripped, causing the monitors to shut down. After inserting a new fuse, the fse methodically plugged in each of the three monitors one at a time. It was confirmed that the power supply to the monitors was 220 volts. However, one monitor failed to turn on, identifying it as the faulty component on the boom and the direct cause of the blown fuse. To resolve the issue, fse replaced the monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shutdown unexpectedly after a loud sound. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.